Event description:
It was reported that when the bronchovideoscope was connected to the processor, no image appeared. When it was reconnected, the image appeared immediately. When user wobbled the bronchoscope, the image was interrupted again. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.